Manufacturer narrative:
According to sophy(B)(4) in-house process, the probe (B)(4) has been analyzed and tested by quality control laboratory. The probe returned seems to be conformed to specifications (aspect and testings). The error 999 has not been reproduced. The failure must be due to implantation conditions.

Event description:
After 36 hours of implantation, error code 999 appeared. Error code 999: value out of tolerance.